Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with a teflon infusion set, with troubleshooting identifying lack of visible drops in the fill tubing and resolution only after a complete supply and site change. Symptoms included hyperglycemia with a reported maximum blood glucose of 357 mg/dl. Outcomes included successful correction following an infusion set change and subsequent decline of blood glucose toward range without need for medical intervention.

Manufacturer narrative:
Investigation included technical support guidance, user-led site changes, tubing prime verification with observed drops, and follow-up assessments. Investigation of this case revealed that the high glucose was associated with infusion delivery issues that were resolved after replacing the infusion set and moving to a new site. It was concluded that an infusion set or flow interruption contributed to hyperglycemia, which resolved after supply change and did not recur following corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.